Event description:
The user facility reported an impella cp was implanted in a 85-year-old male patient for mechanical circulatory support. It was reported that while on impella cp support the patient developed oozing at the access site due to the inability to adequately manage pre-closure sutures placed during insertion of the impella cp. Upon removal of the device, an extra perclose was utilized, but it became lodged in the femoral artery and was managed by vascular surgery cut down.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.